Manufacturer narrative:
Alleged failure: per rep, 400 series light cables going into standby and flickering intermittently [update - procedure completed with same device. Full loss of light - duration unknown.] The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a damaged lightsource or light cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.